Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. Microscopic inspection revealed tip damage and a longitudinal tear from the proximal end to the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. The reported balloon burst as there was a longitudinal tear from the proximal end to the distal end of the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.